Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon was duplicated, and also found that it was resolved when omsc asset's electrical circuit board had been incorporated into the video connector of the subject device. Based on the result of the omsc evaluation, omsc concluded that the reported phenomenon was attributed to the failure of the electrical components on the electrical circuit board in the video connector, which might be caused by deterioration, overcurrent or static electricity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the image of the subject device was not displayed when an unspecified videoscope was connected to the subject device. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.